Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that the generator would not pass its current drain test. Analysis did find that the battery drawer was broken and contaminated, with rust, that the keyboard was scratched, that the upper and lower cases were broken and contaminated, with rust, that the battery release and the battery flex were contaminated with rust, that one side bail cover was broken, that the lead flex cover was corroded and that the battery contacts were compressed and contaminated with rust. (B)(4).

Event description:
It was reported that the external pulse generator would not pass its current drain tests and it was further reported that corrosion was found on the battery contacts and wiring. The generator was returned for service. There was no patient involvement.